Event description:
It was reported that shaft break occurred. A 3.00 x 24mm synergy xd drug eluting stent was selected for use. However, during unpacking, the part of shaft that has the stent was not attached to the rest of the device. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.00 x 24mm stent delivery system (sds), was returned for analysis. No issues identified with the hypotube shaft. A visual and tactile examination found polymer extrusion break at the site of the wire exchange port (120cm from strain relief). Examination of the crimped stent via scope found no evidence of stent damage. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of damage. No other issues with the device were identified.

Event description:
It was reported that shaft break occurred. A 3.00 x 24mm synergy xd drug eluting stent was selected for use. However, during unpacking, the part of shaft that has the stent was not attached to the rest of the device. The procedure was completed with a different device. There were no patient complications reported.